Manufacturer narrative:
Co received one of each of the following: a/c adapter, bolus cord, 30ml vial, and used one piece tubing set with anti-siphon valve attached. The customer tubing set returned was not used for testing because the silicone portion of the tubing had become fused closed. A review of the pump's history log indicated the history had been cleared at 12:10 a.m. On 5/23/97. The pump's display read 15.5mg infused. The pump had been programmed to deliver pca only, 1mg/ml/ pca dose 2mg, lockout 10 minutes, and 4 hr limit of 30 mg. An infusion test using the customer protocol, ran within specifications. Delivery accuracy percent of error was -4.06%. The pump passed the diagnostic high speed motor test and the output voltage to the a/c adapter was 12 volts.

Event description:
Possible overdelivery reported. The pump was in use delivering morphine 1mg/ml at a pca dose of 2mg, pt lockout of 10 mins and a 30mg 4 hour limit. At 6:30am, nursing documentation indicated that there should be 15 ml (15mg) of morphine remaining in the vial, but it was empty. Pharmacy investigation indicates the 30mg/30ml vial was up for approximately 8 hrs. The total delivery of 30mg in 8 hrs was allowed within the programmed parameters. However, the nursing documentation was obtained form the pump display inf and indicated that only 15ml had delivered in that time period. The pt had no signs/symptons of overmedication. There were no reports of excessive priming/purging to account for 15ml of solution. The pump was switched out. No further inf is available.